Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18sep2018. The customer contacted product support and requested for service repair. The field service engineer (fse) found that the touch screen could not be calibrated. The fse replaced the touch screen to address the reported issue.

Event description:
The customer reported that the screen "locked up". Reportedly, the unit was not in use on a patient. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 26nov2018. Date of manufacturer: 16nov2018. Failure analysis on the returned touch screen shows that the customer complaint of ¿screen locked up¿ was confirmed. The touch screen was out of tolerance.